Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right atrial lead exhibited capture and impedance anomaly. The lead was capped and replaced. The patient remained asymptomatic.